Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient experienced an anoxic event and was not waking up. It was noted that prior to device implant on (B)(6) 2023, the patient experienced ventricular tachycardia before going on bypass. Cardioversion and hand massage were performed in the operating room. There was reportedly no arrhythmia after the patient's surgery. It was noted that the anoxic event was thought to be related to the patient's arrhythmia. The patient ultimately expired on (B)(6) 2023 after support was terminally weaned. The device reportedly operated as expected and the outcome was reportedly not device or therapy related. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced ventricular tachycardia prior to going on cardiopulmonary bypass during implantation surgery, coded prior to implant, and required hand massage and defibrillation. The patient had a history of arrhythmia and required an implantable cardioverter-defibrillator, which was turned off during the surgery. The patient did not wake up after implantation and was terminally weaned on (B)(6) 2022.